Manufacturer narrative:
Company representative evaluated the unit and recommended replacing the system's main board. Customer declined repair.

Event description:
Customer reported intermittent communication loss between the patient net central station and ambulatory telepack. No patient injury was reported.